Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The maquet service technician inspected the bubble sensors with a perfusionist and have tired various corrections to correct the intermittent operation. These attempts have not been successful. The original bubble sensor in which this problem was observed was discarded and unavailable. None of the bubble sensors were returned to the manufacturer. (B)(4).

Event description:
On (B)(6) 2011, (B)(6) hospital, contacted the maquet service representative concerning issues with the bubble sensor on the hl-20 mlc 20-152 / mid left oriented console, 5-pumps (article number: mcp0.0702625, serial number: (B)(4)). The perfusionist stated that the bubble sensor was defective and had been replaced - the defective sensor was discarded. Another perfusionist then observed similar problems with the new bubble sensor, involving intermittent operation of the sensor. The sensor was removed and replaced with one from a different unit and this one functioned correctly. A second MDR will be generated for the similar problem. The second MDR # is 8010762-2014-01079. (B)(4).